Event description:
It was reported the set screw came out of the vertiflex indirect decompression spacer preventing deployment during an implant procedure. The physician confirmed all pieces of the spacer were removed from the patient, and the procedure was completed with another of the same model. The spacer was not returned for analysis per hospital policy.